Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the handpiece was overheating. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the device was not used on an actual case, it is just a demonstration for the implementation of repairing to turkey. The system was tested if it was working properly with the devices.